Event description:
Event description guidant received information that this atrial lead was eroding and an extraction was attempted. During the explant procedure, as the physician applied tension to the lead, it snapped. An attempt was made to cap the lead to prevent migration. The lead tip remains imbedded in the atrial appendage with the conductor wire in the heart and superior vena cava.